Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the popliteal artery. A 014/300/sst platinum plus¿ guide wire was selected for use and advanced towards the target lesion. Upon pulling back the wire passing through the stenosed vessel, the wire tip broke off and was left within the patient's artery. The wire also seemed to have split into two. No further patient complications were reported and the patient's status was stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip damaged (coilwire unraveled and corewire kinked). There is no evidence of detachment/separation on the distal tip (corewire). All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the popliteal artery. A 014/300/sst platinum plus¿ guide wire was selected for use and advanced towards the target lesion. Upon pulling back the wire passing through the stenosed vessel, the wire tip broke off and was left within the patient's artery. The wire also seemed to have split into two. No further patient complications were reported and the patient's status was stable. Additional information has been requested and is not available.